Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure of the device's "down button" was observed. The device's front panel/keypad led board will be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's front panel switch would not work. There was no harm or injury reported.